Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a patient's ipg replacement the physician cut the lead and attempted to place a new lead but then a csf leak occurred. Surgical intervention was undertaken, and the cut lead was explanted, and a paddle lead was placed.